Event description:
During the procedure, the physician used a wilson-cook medical cotton cannulatome ii pc double lumen sphincterotome. The cutting wire broke and a portion of the cutting wire detached. It is unknown when this occurred or if the detached portion of the cutting wire was inside the patient. An injury of the patient was not reported. At the time of the initial report, the information provided did not suggest this was a reportable event. The affected product was received by wilson-cook in 2005. After the evaluation of the affected device, it was determined that the incident met reporting criteria. This report is being filed within 30 days of receipt of the device for evaluation.